Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up check an alert was noted for a high left ventricular (lv) lead threshold for the programmed vector lv2-rv (right ventricular) coil. No diaphragmatic stimulation was noted when testing at high outputs. The physician elected to reprogram the lv vector. The patient left but returned a couple hours later complaining of diaphragmatic stimulation. Additional tests of the lv lead revealed stimulation while running a threshold at the current vector the patient felt phrenic nerve stimulation. The physician requested to reprogram the lv lead off until revision plan at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up check an alert was noted for a high left ventricular (lv) lead threshold for the programmed vector lv2-rv (right ventricular) coil. No diaphragmatic stimulation was noted when testing at high outputs. The physician elected to reprogram the lv vector. The patient left but returned a couple hours later complaining of diaphragmatic stimulation. Additional tests of the lv lead revealed stimulation while running a threshold at the current vector the patient felt phrenic nerve stimulation. The physician requested to reprogram the lv lead off until revision plan at a later date. No patient complications have been reported as a result of this event.